Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device could not be interrogated on (B)(6) 2025. All troubleshooting was unsuccessful. The patient has been lost to follow-up and the last hmsc transmission was in (B)(6) 2021 which showed normal battery status. This device is affected by the battery advisory. Device remains implanted. Should additional information be received, this file will be updated.